Event description:
A healthcare professional reported with a description of damaged faulty lens. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. Additional information was added in h.3.,h.6. And h.11. The device was returned in the blister tray.the lock-out assembly has been removed. Insufficient amount of ovd is observed in the device - no ovd past the lens. The plunger has been advanced to the depth guard and is advanced under the lens. The lens is advanced into the nozzle tip and is crushed.a plunger underride was observed. The root cause may be related to failure to follow the IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).